Manufacturer narrative:
(B)(4). Evaluation summary: the whole suture was returned undamaged and partially exposed; the knot was formed. Investigation of the returned device indicated that both cuffs successfully captured the needles and the rail suture end was cut with the device cutter. This is consistent with successful needle deployment and suture retrieval. The suture knot was properly formed, but the loop remained in the suture bearing. During testing, the suture bearing was inspected and there was no obstruction that could prevent the suture loop from being released from the suture bearing. There were no abnormal observations that could contribute to the reported difficulty of removing the device as the foot was able to be deployed and parked as designed. Based on the investigation findings, the reported difficult device removal could not be confirmed. The probable cause for the failure to release the suture loop from the suture bearing is deployment of the device outside the artery, resulting in the suture with the knot being removed along with the device; therefore, the knot could not be advanced to the arterial surface to close the vessel as designed. Subsequently, hemorrhage would occur. The probable cause for the detected failure to release the suture loop from the suture bearing was determined to be related to the operational context during use of the device and not a product quality deficiency. Every suture is appropriately assembled and loaded into the device. No manufacturing or quality deficiency was detected. A query of the complaint database for this lot revealed no other incidents with the reported difficult device removal and there does not appear to be any indication of a lot specific product quality deficiency. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the common femoral artery was attempted using a perclose proglide after an interventional procedure. Reportedly, after successfully closing the left groin with a proglide device, the right common femoral artery was to be closed with another proglide. However, at an unspecified point of the closing procedure, the device could not be removed. An unsuccessful attempt to move the lever was made to release the device; however, after further manipulation, the device was successfully removed. Manual arterial compression and a non-abbott device were use to achieve hemostasis. There was no adverse patient sequela. Upon examination of the device, the suture with the knot could be seen. Reportedly, the physician is proficient in the use of the device. Though requested, no additional information was provide.